Manufacturer narrative:
Findings: no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 182 mg/dl at the time of the call. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.